Event description:
It was reported that during a right internal carotid artery stenting procedure, the xact 10-8 x 40 mm stent partially deployed, not fully covering the lesion. The stent was fully deployed with balloon angioplasty and a second xact 10 x 30 mm stent was successfully deployed to completely cover the lesion. There was no adverse sequela reported. One day post procedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to difficulty deploying the stent include, but are not limited to, patient anatomical morphology, patient disease state, device placement technique, and accessory device support. In this case, it may be possible that device placement and/or anatomical conditions contributed to the difficulty, as it was reported that the lesion site was heavily calcified which may have contributed to the stent not fully covering the lesion. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Without having the product to examine, a conclusive cause for the reported difficulty could not be determined; however, there is no indication to suggest a product quality deficiency.